Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection identified as cellulitis. There was pus discharging from the site. For treatment, the patient was prescribed doxycycline to take twice a day for 7 days. The patient was prescribed another medication, but it was unknown. The pod was worn longer than 48 hours on arm. The patient was discharged after a couple hours. The pod was discarded.